Event description:
The pt called alleging that the meter was set to the incorrect until of measurement. The reporter mentioned that the pt never noticed a decimal point in the readings. The pt has had the meter for about a year. Last month, the pt obtained a blood glucose reading, which was an elevated reading (reading is unknown); therefore pt treated with 3 extra units of insulin. After taking the insulin, the pt went hypoglycemic. Reporter was unable to explain the symptoms the pt experienced; however, mentioned that reporter knew pt needed to eat some sugar. Reporter treated pt with soda and cookies and the pt felt well after a few minutes. Paramedics were not called and reporter thinks the pt tested their blood glucose after the incident; however, is not sure. Their physician advised pt that it is ok to increase their insulin a little bit if the blood glucose is high. The meter was set to mg/dl and the pt does not recall changing the units of measurement in the meter settings. Based on the info provided, this case is being documented as a malfunction. Meter was set to the incorrect unit of measurement and per reporter; the pt has never received a reading in mmol/l. There is no evidence of a serious injury, since results were not provided.